Event description:
It was reported by the rep that when the device was used during an unknown procedure, the handles jammed. Reportedly the vessel was ripped. It is unknown how the case was completed. There was no consequence to pt.